Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he takes high blood pressure medication and it was causing low blood glucose issues. Customer stated that it makes him dizzy and he ended up passing out and hitting his head. Customer stated that the medication was too strong and they had to adjust it, which did help with the low blood glucose. Customer stated that if he exercises or walks, he has low blood glucose issues even with lowered basal rates. Customer stated that about 2 days ago, the pump went into threshold suspend and he woke up with blood glucose of 42 mg/dl. Customer stated that his doctor made adjustments to his pump, so when he eats, he is having high blood glucose issues. Customer has to change out his set every 2 days due to blood getting in the tubing because he is on a blood thinner for his heart. Customer went to the doctor but was not hospitalized on (B)(6) 2016. Customer received high blood pressure medication. Customer declined troubleshooting.